Event description:
It was reported that during patient follow up, oversensing noise was observed on the right ventricular (rv) channel. It was noted that lead integrity alert (lia) was activated. A lead revision is planned. No patient complications have been reported as a result of this event.

Event description:
It was reported that during patient follow up, oversensing noise was observed on the right ventricular (rv) channel. It was noted that lead integrity alert (lia) was activated. The lead remains in use. The patient is closely being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the criteria for the right ventricular lead integrity alert (lia) were met. There was one patient alert for lead failure predictor (lfp) on (B)(6)-2013 and two lfp high rates ¿ non sustained less than or equal to 180 milliseconds ventricular cycle on (B)(6)-2013. (B)(4).